Event description:
It was reported that during a struma procedure on the first instrument the display showed blade error. Second instrument: blade broken (part did not fell into situs). No further information is available. Procedure was completed with same like device. No patient consequences reported. Two devices will be returning.

Manufacturer narrative:
(B)(4). Device (a) was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found cracked at the discolored location. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of an instrument error screen is blade damage. The device will stop activating and either display instrument error screen, when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Device (b) was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen11 an instrument error was displayed. A probable cause of the device stop activating and display an instrument error is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Date of event: unknown, assumed 1st day of month ((B)(6) 2013) that complaint was reported.